Manufacturer narrative:
Device passed displacement, and self tests. No stuck buttons, multiple press issues, or other keypad anomalies were noted during testing. All buttons were tested while navigating the menus, and they all worked properly. No unexpected numbers ramping and scrolling anomaly noted during testing. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had keypad anomaly. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer stated that buttons are unresponsive sometimes. Customer stated that numbers are not ramping on their own. Customer stated the scroll bar was moving with no input. Customer stated an alarm was not in progress at the time the button was unresponsive. Customer stated the easy bolus feature was off. The device will not be returned for analysis.